Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The lens is not available for evaluation as it is implanted. Despite attempts, no further information could be obtained. The root cause of the reported complaint cannot be determined.

Event description:
The pt reports dissatisfaction with visual outcome after implantation of a crystalens iol in the right eye. The pt reports that he is experiencing blurred vision during the day and seeing glare and halos at night. The pt stated that there was a capsular tear during the procedure; however, he did not know whether the capsular tear occurred before or during lens implantation. Additional information has been requested, but has not been received.